Event description:
It was reported that a pump triggered alarm 20 during insulin delivery. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to continue using the current pump as backup therapy.